Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven devices were received for evaluation; 6 events were duplicated during testing. One event was not duplicated during testing; however, the device was outside of specifications. Three devices were found to be affected by compromised lubrication. Two devices were found to have compromised lubrication and corrosion. One device was found to be affected by shattered bearings. One device was found to be affected by shattered bearings, compromised lubrication, and corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, in which the device overheated. Six reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.